Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the pi during the laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed

Manufacturer narrative:
Section d9: device available for evaluation: no. Section h3: device returned to manufacturer: no. Device evaluation: at the time of the investigation, product was not available for further evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.